Event description:
It was reported that during follow-up, far field sensing was documented. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. The lead was received with body tissue covering the sense ring which may have contributed to the reported issue. It was observed the lead and distal conductor were stretched, the proximal conductor had blood/body fluid, and the outer insulation pulled apart due to overstress; apparent explant damage. Full lead returned and analyzed.